Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review showed that there were no functional issues related to the molded components involved in this complaint. Customer complaint cannot be confirmed based only on the information provided , to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened. Teleflex will continue to monitor feedback from customers on issues related to problem with the oxygen flow.

Event description:
The customer alleges that under oxygen flow of 15l/min there were no bubbles blowing and the saturation of the patient was under 90%. Another device was successfully used and the patient's saturation increased.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were detected. Based on the investigation performed, the reported complaint could not be confirmed. There are no issues found with the returned device. The sample functioned as intended.

Event description:
The customer alleges that under oxygen flow of 15l/min there were no bubbles blowing and the saturation of the patient was under 90%. Another device was successfully used and the patient's saturation increased.